Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to sizing issue. It was noted by the surgeon that the issue was "poor sizing."

Event description:
A customer obtained troponin (accu tni) results above the ami cut-off for an unknown number of patients. Per customer, initial results were approximately at 1 ng/ml and repeated with 0.0 ng/ml. The exact patient results and the number of patients affected were not supplied. The results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Sizing issue. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.